Event description:
It was reported that an ilet bionic pancreas displayed ¿unable to proceed: check notifications¿ with alert 32, and repeated restarts did not clear the alarm; the device was replaced, and the user continued dexcom use separately. Symptoms included hyperglycemia over 400 mg/dl for approximately 1.5 hours with sweating. Outcomes included self-treatment using subcutaneous insulin via pen without medical intervention or ketone testing. Investigation included an internal review of alarm history and device performance associated with a delivery motor communication error. Investigation of the returned device revealed a delivery motor processor communications malfunction consistent with a delivery motor communication issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.